Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-23295. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced pain at the ipg sight and lost stimulation after a recent fall. It was noted the patient's ipg site and lower back was bruised and swollen. Follow-up information revealed the patient met with the sjm representative and diagnostic testing revealed low impedance readings on multiple lead contacts. The physician indicated pus-like fluid was taken from the ipg site. Subsequently, the patient underwent surgical intervention where his entire scs system was removed. The patient remained in the hospital until (B)(6) 2014.